Manufacturer narrative:
The reported event of a patient reaction on the distal end of the lead site incisions cannot be confirmed by product testing. There were no other allegations against the eterna ipg. Visual inspection of the ipg did not identify any anomalies that would contribute to any issues. The ipg was functionally tested and passed all testing.

Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated.

Event description:
It was reported that patient experienced infection at the ipg site. As a result, surgical intervention was undertaken wherein the entire system was explanted.